Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse discovered that the cover was bent inward and the pressure line was cut which was causing the auto fill failure. The fse replaced the console cover (0441-00-0194), pressure tube assembly (0004-00-0093), the vacuum tube assembly (0004-00-0092), and the rear handle (0367-00-0114). The fse stated the customer had dropped the unit which had damaged the back. The fse performed a preventive maintenance (pm) with full calibration. The unit passed all functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for use.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) unit had an autofill error.